Event description:
It was reported that a smiths medical pumpdisplayed an error 1870. Patient not affected. No additional information available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this device history record review.